Event description:
Per st. Hospital, this system was removed due to infection. Setrox s 45, MDR 1028232-2008-01691; linox sd 65/16, MDR 1028232-2008-1692.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed in successful completion of the sterilization process. In summary, the infection was not device related.